Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: email.

Event description:
Possible false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer's wife communicated concern over the result but did not provide information on confirmatory testing. 2 additional consumer events were also communicated which are captured on separate reports.